Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had no delivery alarm. Customer stated that the insulin pump had an occlusion alarm during therapy. Customer stated that after troubleshooting insulin flow blocked alarm was recurred. Customer stated that the insulin pump, reservoir and infusion set was changed every 2-3 days as per guideline. Customer was tried all recommended troubleshooting but issue was not resolved. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. No unexpected insulin flow blocked alarm noted. All basal profiles delivered properly their indicated amounts and were verified in the daily total screen. Device received with fading serial number label and damage keypad overlay texture. (B)(4).